Event description:
It was further reported that the ventricular assist device (vad) was exchanged. The patient is indicated to be in stable condition and remains in the intensive care unit.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicates that the vad was exch anged. Additional products: controller 2.0 (B)(6), h6: imf code(s): f0801, f1203, f1905 controller 2.0 (B)(6), h6: imf code(s): f0801, f1203, f1905 controller 2.0 (B)(6), h6: imf code(s): f0801, f1203, f1905 controller 2.0 (B)(6), h6: imf code(s): f0801, f1203, f1905 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm attributed to a depleted internal battery. There was concern for the ventricular assist device (vad) being unable to restart, so the patient was hospitalized and the operating room was prepped. The controller was exchanged and the vad would not restart. Multiple controllers were exchanged in an attempt to restart the vad without success. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: brand name: heartware ventricular assist system ¿controller 2.0; model #: 1420/ catalog #: 1420/ expiration date: 31-aug-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 31-aug-2017, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿controller 2.0, model #: 1420/ catalog #: 1420/ expiration date: 31-jul-2019 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 24-jul-2018 labeled for single use: no. Brand name: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 31-aug-2021 / serial or lot#: (B)(4), UDI #: (B)(4). (B)(4). Brand name: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 31-jul-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no,device evaluated by MFR : no, device evaluation anticipated, but not yet begun h4: mfg date: 24-jul-2018 labeled for single use: no. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6) four (4) controllers (B)(6), and four (4) batteries (B)(6) , were returned for evaluation. One (1) battery (B)(6) was not returned for evaluation. No performance allegations were made against the batteries. Review of the pump's manufacturing records confirmed that the associated device met all requirements prior to release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the front preload measurement, rear housing disc curvature, and front housing disc curvature were found to be deviating from release specifications. Given that the pump met specifications prior to release, these deviations were likely a result of the clinical challenge to the pump. Further analysis revealed outer shroud contact that created more friction at the housing to impeller interface, this increase in friction was investigated during the CAPA pr00502194 investigation. Failure analysis of (B)(6), revealed that the controllers passed visual inspection and functional testing. Failure analysis of the returned batteries revealed that the devices passed functional testing. Visual inspection of the batteries revealed contamination within the battery connectors. The batteries were still able to function as intended. Visual inspection of (B)(6) revealed contamination within both power ports of the controller. The observed contamination events are additional findings not related to the reported event; the most likely root cause of the observed contamination with the controller ports and batteries' connectors can be attributed to handling of the devices. Functional testing of (B)(6)revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during functional testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. In addition, log files revealed that the controller (B)(6) was in use for more than two (2) years. Log file analysis revealed that (B)(6), was the primary controller in use at the time of the reported event. Log file analysis associated with (B)(6) revealed a controller fault alarm logged on 10-dec-2021 at 05:39:45, indicating an issue with the internal battery. A vad disconnect alarm was then logged on 10-dec-2021 at 15:02:23, indicating a physical disconnection of the driveline from the co ntroller, which correlates with the reported controller exchange. Log file analysis associated with (B)(6) did not reveal any controller fault alarms logged within the analyzed period. Log file analysis associated with (B)(6) revealed a controller power up event logged on 10/dec/2021 at 10:38:08 followed by initial set up of the controller and four (4) vad disconnect alarms, indicating that the driveline was not connected to the controller. A vad stopped alarm was then recorded on 10-dec-2021 at 14:10:44, due to a failure of the pump to restart after multiple attempts. Log file analysis associated with (B)(6) revealed a controller power up event logged on 10-dec-2021 at 11:52:53 followed by initial set up of the controller. A vad stopped alarm was then recorded on 10-dec-2021 at 14:12:52, due to a failure of the pump to restart after multiple attempts. These vad stopped alarms were followed by additional vad disconnect alarms due to physical disconnections of the driveline from the controllers, additional vad stopped alarms due to a failure of the pump to restart after multiple attempts, and additional controller power up events logged on both controllers (B)(6), likely due to the reported troubleshooting. Log file analysis associated with (B)(6) revealed that the controller was not in use during the reported event. Of note, based on the log files, the initial vad stopped alarms on (B)(6) were recorded while (B)(6) was still in use, indicating that there was likely an incorrect time setting on the primary cont roller. An analysis of the alarm log files revealed a vad disconnect alarm associated with (B)(6) recorded on 10/dec/2021 at 14:11:14 and another vad disconnect alarm associated with (B)(6)recorded on 10-dec-2021 at 14:31:23, which were most likely false al arms, given that the speed recorded at the onset of the alarms was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. As a result, the reported controller fault alarm event involving (B)(6) was confirmed. The controller fault alarm event involving (B)(6) could not be confirmed. The reported vad stop and controller powers due to controller exchanges events were confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. The most likely root causes of the controller power up events can be attributed to controller exchanges and/or troubleshooting of the controllers. Possible causes of the vad disconnect alarms event can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm and/or a physical disconnection of the driveline from the controller, likely during troubleshooting and/or reported controller exchange. CAPA pr00550440 is investigating controller losses of synchronization of commutation. The most likely root cause of the reported vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21. CAPA pr00502194 is investigating pump failures to restart. Additional products: (B)(6) d9: yes, return date: 20-jan-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0200701 h6: FDA method code(s): FDA results code(s): FDA conclusion code(s): d02, d10 d4: (B)(6) yes, return date: 20-jan-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15, c19, c020701 h6: FDA conclusion code(s): d02, d11, d1105 d4: (B)(6). D9: yes, return date: 20-jan-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0200701 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c19 h6: FDA conclusion code(s): d02, d10 d4: (B)(6). Yes, return date: 20-jan-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for corrections to b5 and h6. H6 was corrected to include a0705. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that four batteries were returned to the manufacturer without any allegations, and manufacturer's analysis s ubsequently revealed an environment problem.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that post exchange, the patient never recovered, entered hospice care and culminated in the patient's death eight (8) days post explant.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion and revision of the product event summary. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: the pump ((B)(6)), four (4) controllers ((B)(6)), and four (4) batteries ((B)(6)) were returned for evaluation. One (1) battery ((B)(6)) was not returned for evaluation. No performance allegations were made against the batteries. A review of the device history records of the devices was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned pump revealed that the device passed visual examination, dimensional verification, and functional testing. Internal pathological report revealed no evidence of thrombus within the device. Review of the magnetic scanner system results revealed normal magnetic data. Failure analysis of (B)(6) revealed that the controllers passed visual inspection and functional testing. Failure analysis of the returned batteries revealed that the devices passed functional testing. Visual inspection of the batteries revealed contamination within the battery connectors. The batteries were still able to function as intended. Vis ual inspection of (B)(6) revealed contamination within both power ports of the controller. The observed contamination events are additional findings not related to the reported event; the most likely root cause of the observed contamination with the controller ports and batteries' connectors can be attributed to handling of the devices. Functional testing of (B)(6) revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during functional testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. In addition, log files revealed that the controller ((B)(6)) was in use for more than two (2) years. Log file analysis revealed that (B)(6) was the primary controller in use at the time of the reported event. Log file analysis associated with (B)(6) revealed a controller fault alarm logged on (B)(6) 2021 at 05:39:45, indicating an issue with the internal battery. A vad disconnect alarm was then logged on (B)(6) 2021 at 15:02:23, indicating a physical disconnection of the driveline from the controller, which correlates with the reported controller exchange. Log file analysis associated with (B)(6) did not reveal any controller fault alarms logged within the analyzed period. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2021 at 10:38:08 followed by initial set up of the controller and four (4) vad disconnect alarms, indicating that the driveline was not connected to the controller. Additionally, review of the alarm log file revealed one (1) critical battery alarm was logged at 10:38:08 involving (B)(6), which was due to only one (1) battery connected during power up which was below 10% relative state of charge (rsoc). A vad stopped alarm was then recorded on (B)(6) 2021 at 14:10:44, due to a failure of the pump to restart after multiple attempts followed by several vad disconnect alarms. Log file analysis associated with (B)(6) revealed a controller power up event logged on (B)(6) 2021 at 11:52:53 followed by initial set up of the controller. A vad stopped alarm was then recorded on (B)(6) 2021 at 14:12:52, due to a failure of the pump to restart after multiple attempts. These vad stopped alarms were followed by additional vad disconnect alarms due to physical disconnections of the driveline from the controllers, additional vad stopped alarms due to a failure of the pump to restart after multiple attempts, and additional controller power up events logged on both controllers ((B)(6)), likely due to the reported troubleshooting. Log file analysis associated with (B)(6) revealed that the controller was not in use during the reported event. O f note, based on the log files, the initial vad stopped alarms on (B)(6) were recorded while (B)(6) was still in use, indicating that there was likely an incorrect time setting on the primary controller. An analysis of the alarm log files revealed a vad disconnect alarm associated with (B)(6) recorded on (B)(6) 2021 at 14:11:14 and another vad disconnect alarm associated with (B)(6) recorded on (B)(6) 2021 at 14:31:23, which were most likely false alarms, given that the speed recorded at the onset of the alarms was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. As a result, the reported controller fault alarm event involving (B)(6) was confirmed. The controller fault alarm event involving (B)(6) could not be confirmed. The reported vad stop and controller powers due to controller exchanges events were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the observed critical battery alarm can be attributed to only one battery connected below 10% rsoc, triggering a critical battery alarm. The most likely root causes of the controller power up events can be attributed to controller exchanges and/or troubleshooting of the controllers. Possible causes of the vad disconnect alarms event can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm and/or a physical disconnection of the driveline from the controller, likely during troubleshooting and/or reported controller exchange. CAPA pr00550440 investigated controller losses of synchronization of commutation. Even though this CAPA is now closed, (B)(6) fall in scope of this CAPA. The most likely root cause of the reported vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 (subgroup 2). CAPA pr00502194 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00502194, the most lik ely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.